Event description:
On 10/24/96 at approx 2030, a 9 french 40 cc intra-aortic balloon was inserted into the pt. The balloon was attached to a balloon pump. At 0300 on 10/25/96 dampening of the balloon waveform was noted. At 0400 blood was observed in the catheter tubing. Pumping was stopped and the balloon removed. A new balloon was inserted at 0425 on 10/25. At approx 2340 on 10/26/96 the balloon pump alarmed and blood was noted in the catheter. An unsuccessful attempt was made to remove the balloon at 0040 on 10/27. At that time it was noted that the pt's right foot was pulseless, white and cool to the touch. A thrombectomy of the common femoral artery was performed at 0200 on 10/27 to remove the balloon. During surgery circulation to the foot was reestablished, with no apparent complications.